Event description:
A consumer reported via a social media forum that following intraocular lens (iol) implant surgery, he/she has had limited close-up vision in bright light and images are larger in the left eye. The pt has a different brand of multifocal iol implanted in the right eye. This has contributed to "odd effects" and has lived with it rather unhappily. No contact info was provided for the consumer or the surgeon; therefore, follow up cannot be conducted.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. The product was not returned and not enough info was provided from the account for further investigation. No contact info was provided for the consumer or the surgeon; therefore, follow up cannot be conducted. (B)(4).